Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted ina pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology at the time of implant are unk. The pt has history of coronary artery disease and chronic obstructive pulmonary disease. The pt presented with abdominal pain in 2004. It was reported that the aneurysm was enlarging. The stent graft had migrated creating a type I endoleak and there was a contained rupture. The physician elected to remove the graft from the pt. The stent graft was explanted in 2004. No additional sequelae were reported at the time of the explantation of the device however, it was reported that the pt expired in 10/2004. Medtronic has received for analysis four of the six stent graft pieces that were implanted in the pt and the analysis is pending.